Event description:
A medtronic representative reported that while in an ent case, the emitter was not showing up in the tracking details. Use of the stealthstation was discontinued. No impact to pt outcome reported.

Manufacturer narrative:
Pt's weight was unavailable at time of this report. The device has not been returned to the manufacturer.